Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a skin irritation causing red welts as well as an itching sensation under the skin had occurred while wearing the pod for longer than 48 hours. In addition the patient reports they had developed an allergy to the pods adhesive as well as the cannula. The patient had gone to their doctor. The patient was prescribed triamcinolone acetonide. No further information is available as to this event.